Manufacturer narrative:
It was reported during follow up that the patient passed away four days prior to the receipt of this report. It was unknown if the patient was recovered from peritonitis event prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information in b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain and drain was "unusual in color". The cause and treatment were not reported. The patient was hospitalized for the event. Three days after symptom onset and hospitalization, the patient's pd became cloudy. It was reported that the patient was transferred to hemodialysis and their pd catheter was still intact. Outcome of the event was not reported. No additional information is available.